Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: there was a crack along the battery compartment threads. There were pump reboots observed in the black box history to support power loss and power loss was duplicated during investigation. The battery cap did not tighten securely to the pump and was unable to maintain electrical connection. The battery cap threads were stripped and damaged. A test battery cap was used for 24 hour testing and no reboots occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was noted that the pump had lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.